Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Corrosion was observed on the pod including the pcb assembly, the reservoir and reservoir cap, the rear pully, catch beam, the middle and rear batteries, the needle mechanism assembly, and the mechanism rails. Evidence of fluid ingress was observed on the commutator cap. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish a connection with the master pdm, however this was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply; however, this was also unsuccessful. The pod data was unable to be obtained as the pod could not establish connection with the master pdm. Inspection of the fluid path found a tear in the exposed portion of the soft cannula. The investigation could not determine the cause or timing of the exposed cannula tear. A tear in the unexposed portion of the soft cannula was also found, which resulted in fluid leaking inside the device. The internal leak contributed to the corrosion observed and the inability of the pod to connect to the master pdm. The unexposed soft cannula tear and resulting internal leak prevented the proper delivery of insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone cloud - omnipod 5 software app version cloud - smartphone operating system cloud - smartphone hardware cloud - cgm sensor type *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 443 mg/dl, while wearing the pod between 36 and 48 hours on the infusion site (arm). As treatment, the patient changed out the pod and gave himself insulin.